Event description:
The spike of the transfer set was separated from a port of the twin bag during use. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set, with no cap (loose in pouch) on the spike and no cap on the patient connector, in reference to connection issue. The set was functionally tested by hand tightening a lab ((B)(4)) titanium adapter on it, without difficulty. The spike was attached to the lab port bag with no issues. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab. The root cause of the complaint cannot be determined. Additional information: the lot number is unknown; therefore, a batch review cannot be performed.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.